Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens but the haptic bent and the lens would not advance. There was no patient contact.

Manufacturer narrative:
Eval results - visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific system issues and possible handling errors by the customer. The address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques there are effective, and minimize the potential for damaging the lens.